Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 2 pm. She began obtaining glucose results of "200 to 368 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. She reported that she manages her diabetes with humalog insulin (self adjuster) and due to the alleged issue on (B)(6) 2012, between 9:45-10:30 am she exercised and at 11:30 am she reportedly self treated with 8u of humalog. The patient claimed after the alleged issue started she felt sweaty, angry and disoriented. She reportedly tested again with the subject meter and obtained a glucose result of "200 mg/dl." There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.